Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported a blood glucose (bg) level of 300 (mg/dl). An insulin injection was delivered to address bg levels. Reportedly, the customer changed their infusion site to address occlusion alarm and the issue was resolved.